Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that after recovery from an overdischcharge the patients battery and recharge interval were effected and the battery was not holding a charge as long. No patient symptoms or further complications were reported as a result of this event.